Manufacturer narrative:
Device evaluation did not show any malfunction. The trajectory on the surgical guide followed the doctor's treatment plan. The observed implant trajectory deviation may be caused by fit issues. This surgical guide is fabricated based on the surface morphology of the 3d model sent in from the doctor's office. Therefore any distortion in the model can lead to distortions in the guide. Device labeling for the surgical guide indicates that the doctor should verify the guide's fit and that the guide should not be used if it cannot be seated properly in the patient's mouth.

Event description:
The returned surgical guide included a note that states that the guide did not fit correctly. During a follow-up for more information, doctor said that it was more of a trajectory issue. Doctor reported that the trajectories of all three implant sites were off in the buccal-lingual direction. As a result, doctor freehanded the rest of the surgery and had to perform minor crestal bone graft.